Event description:
A report was received from (B)(6) stating that the device had damaged housing. It is unknown if the device was used during surgery. It is unknown if there was injury or medical intervention. The date of the event is unknown. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).